Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump was exposed to water and then the keypad became unresponsive. The customer¿s blood glucose was 380 mg/dl. Troubleshooting was done for keypad anomaly and water exposure. Customer reported that there was hairline fracture on the insulin pump. Customer stated that the insulin pump was no longer working after accidentally submerged into water. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. Customer was advised to place the insulin pump in storage mode, remove battery, press and hold the back button until the screen turns off. The insulin pump will be returned for analysis.